Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 9418 ml during drain 1 of pd treatment. This drain volume is 392% of the patient's reported largest fill volume of 2405 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient, it was confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as received simulated treatment was performed and completed on the cycler without failures or problems. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The check functionality of the patient sensors passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: the b3 and d10 dates were inadvertently submitted in follow up 1 as (B)(6) 2021, however the correct date of event and therapy date is (B)(6) 2021.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 9418 ml during drain 1 of pd treatment. This drain volume is 392% of the patient's reported largest fill volume of 2405 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient, it was confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 9418 ml during drain 1 of pd treatment. This drain volume is 392% of the patient's reported largest fill volume of 2405 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient, it was confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.